Event description:
The customer stated, she was treated by the paramedics for low blood glucose. The customer did not report the blood glucose for the event. Prior to the event the customer stated, she went to bed with a low blood glucose reading. The customer stated, she drank some juice but may not have drank enough. The customer stated, she is a very brittle diabetic and her blood glucose levels vary greatly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report completed to the best of our knowledge. No conclusion can be drawn at this time.